Event description:
The following was reported by the attorney for the patient: (B)(6) 2006: a bard composix kugel self-expanding polypropylene and eptfe patch, small circle, was used to repair patient's hernia defect. On (B)(6) 2010: the patient's bard composix kugel self-expanding polypropylene and eptfe patch, small circle, had failed as a result of an intra-abdominal sepsis and peristomal abscess. On (B)(6) 2010: the patient underwent surgery at hospital for a debridement of peristomal abscess with drainage, excision of the mesh, and control of her peristomal fistula. The attorney alleges, the patient continued to experience abdonimal pain and discomfort after the hernia patch failure. The composix kugel patch used in patient's hernia repair surgery failed, resulting in patient suffering pain, harm, and serious and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Although medical records were not provided, the attorney report indicates that the patient developed and was treated for an abscess and fistula formation. Both of which are known possible adverse events listed in the IFU. The report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.